Event description:
Boston scientific received information that the patient presented to the clinic due to complaints of muscle stimulation. Upon interrogation it was noted that the lead safety switch had been triggered for the right atrial (ra) lead due to low out of range pacing impedance measurements of less than 100 ohms. It was noted that unipolar pacing on the ra lead was causing the patients muscle stimulation. Loss of atrial capture, oversensing of noise causing many inappropriate atrial tachy response (atr) events were also observed. The patient was hospitalized and a revision procedure was performed. The fluoroscopy image was inclusive, however, an insulation issue was suspected, but not confirmed. During the revision procedure the physician experienced difficulty removing the lead from the patient, thus the ra lead was surgically abandoned and a new lead was successfully implanted. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.